Event description:
Code initiated for respiratory/cardiac arrest. Applied healthstream AED pads and turned on device. Healthstream AED registered "low battery" by audio and flashing "x" reminder. Earlier that day nurse had checked code cart and powered up healthstream AED, and it did not register "low battery." The healthstream AED did turn on during code and did have audio power stating "no code advised," however 30 minutes later the healthstream AED would no longer function. Additional follow-up reveals: battery needed to be replaced. It is not an AED which is plugged in and recharges itself. Biomed called philips about battery failure. Philips said the AED may indeed have been okay when initially checked, and when later checked said "low battery." Apparently, the AED checks itself every time it is turned on and as long as it has an "hour glass," it is okay.